Event description:
On 19-sep-2025 the user¿s caregiver contacted beta bionics reporting that the user, who had started ilet therapy that day, was showing a ¿high¿ glucose reading on the pump. The agent instructed the caregiver to perform a fingerstick bg check, which read 269 mg/dl. The ilet had delivered 6 units of insulin before recalibration. The agent advised recalibrating the dexcom g6 cgm to align with the fingerstick reading and explained that the ilet was in its early learning phase, where correction dosing can appear more conservative. The caregiver was reassured that transient hyperglycemia may occur during initial adaptation. A follow-up one hour later confirmed the patient¿s bg had decreased to 190 mg/dl, and the correction algorithm continued functioning properly. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.